Event description:
The customer reported that an error code appeared on the laser display screen when the fiber was connected to the laser console for a prostate procedure. It was reported that the customer disconnected and reconnected the fiber and was unable to clear the error code. As the customer did not have any add'l surgical fibers available in the hospital, the procedure was performed with a turp. The connection error reported by the customer is not a reported issue. The MFR is filing this due to the non-completion of the prostate case.